Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer's blood glucose was 45 mg/dl in the morning of (B)(6) 2015 and the customer passed away at home later that night. The cause of death was pulmonary embolism, lung cancer, and acute transplant rejection. The caller stated that the customer was diagnosed with cancer, had a stroke, blood clots on both legs and on arm, and then had kidney rejection. The customer became ill on (B)(6) 2013. The customer was not wearing the insulin pump at the time of death; it had been removed the same day of passing since the customer was in hospice. The caller stated that the customer was not using sensors. The caller stated that the customer's insulin pump had been given away to a diabetes educator.